Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was flashing the medtronic logo, and the pump fell in the water, also noticed crack on the insulin pump and pump was no longer working. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for a display issue. The customer reported a flashing medtronic logo on the screen that was not a single flash. Troubleshooting was performed for moisture damage. The customer reported that the pump was exposed to moisture, but there was no visible fluid in the pump. The pump did not pass the self-test. Troubleshooting was performed for cosmetic damage. The customer also reported a crack on the reservoir tube side case, the battery tube side case, and the battery tube threads. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Pump immediately flashed medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial number label missing, and corroded battery tube. Flashing medtronic logo was confirmed during testing due to moisture damage on the electronic assembly. Exposure to moisture was confirmed. Moisture damage was found on the battery tube, electronic assembly, motor, and force sensor. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Cosmetic damage was confirmed at the battery tube threads and battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.